Event description:
Prior to having an electrocardiogram stimulation therapy covered painful areas in both of the pt's legs. Following the test, the pt experienced a loss of stimulation in his right leg. The pt had two neurostimulation programs with group 1 allowing pt adjustment of stimulation. Increasing stimulation amplitude in group 1 did not successfully cover his right leg pain. Additional info has been requested. A f/u report will be submitted if additional info becomes available.